Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting too fast. Subsequently the pump shut off due to the battery issue multiple times. The customer's blood glucose (bg) level was 374 (mg/dl). The customer was taken to the hospital to address bg level. Reportedly, the customer experienced diabetic ketoacidosis (dka). Although requested by tandem technical support, additional information regarding the hospitalization event was not provided.